Manufacturer narrative:
H6: medical device problem code a040601 added.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 79-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities included known coronary artery disease (cad). During the procedure, the impella 5.5 kinked on the 9 fr catheter as well as the 23 fr cannula while attempting to advance the device from the right axillary artery into the left ventricle over a 0.018" wire. The device was removed from the body and replaced with another impella 5.5. The patient subsequently declined and expired while on support. The reported events include product damage, failure to advance, device revision or replacement, and death. The death is conservatively being reported to the impella 5.5, however, it is unlikely related and is most likely attributed to the patient¿s underlying critical condition, as they presented in scai stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in d4(serial); e1; e3. The cause of the delivery issue was most likely patient related due to tortuosity vessel condition and both catheter and cannula kinks occurred. The cause of the catheter kinks was most likely patient related due to tortuosity vessel condition. The cause of the cannula kinks was most likely patient related due to tortuosity vessel condition